Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a cysto, due to bladder neck hypermobility. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent excision of granulation tissue in the suburethral area, revisal of the closure beneath the mesh on (B)(6) 2010. No additional information was provided.